Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-mar-2019. The most recent information was received on 28-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal"), colitis ulcerative ("ulcerative colitis") and appendicectomy ("appendicectomy") in a 36-year-old female patient who had essure (ess205) (batch no. 620745) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced colitis ulcerative (seriousness criterion medically significant). In 2007, the patient experienced gait disturbance ("walking disorder"), posture abnormal ("problem to remain in erect posture"), paraesthesia ("tingling in legs") and hypoaesthesia ("loss of sensation in legs"). In (B)(6) 2008, the patient underwent appendicectomy (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the first episode of tendonitis ("tendons inflammation") and was found to have protein total increased ("protein peak in blood"). In 2016, the patient experienced the second episode of tendonitis ("elbows tendinitis"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced tenosynovitis ("tenosynovitis of flexor, left foot"), osteoarthritis ("ankle arthrosis, left ankle") and fatigue ("big fatigue"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. On (B)(6) 2018, the colitis ulcerative, the last episode of tendonitis and tenosynovitis had resolved. At the time of the report, the medical device removal, appendicectomy, gait disturbance, posture abnormal, paraesthesia, hypoaesthesia, protein total increased, osteoarthritis and fatigue outcome was unknown. The reporter provided no causality assessment for appendicectomy, colitis ulcerative, fatigue, gait disturbance, hypoaesthesia, medical device removal, osteoarthritis, paraesthesia, posture abnormal, protein total increased, tenosynovitis, the first episode of tendonitis and the second episode of tendonitis with essure (ess205). The reporter commented: general state better, but some worries persisted. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal"), colitis ulcerative ("ulcerative colitis") and appendicectomy ("appendicectomy") in a (B)(6) female patient who had essure (ess205) (batch no. 620745) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced colitis ulcerative (seriousness criterion medically significant). In 2007, the patient experienced gait disturbance ("walking disorder"), posture abnormal ("problem to remain in erect posture"), paraesthesia ("tingling in legs") and hypoaesthesia ("loss of sensation in legs"). In (B)(6) 2008, the patient underwent appendicectomy (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the first episode of tendonitis ("tendons inflammation") and was found to have protein total increased ("protein peak in blood"). In 2016, the patient experienced the second episode of tendonitis ("elbows tendinitis"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced tenosynovitis ("tenosynovitis of flexor, left foot"), osteoarthritis ("ankle arthrosis, left ankle") and fatigue ("big fatigue"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. On (B)(6) 2018, the colitis ulcerative, the last episode of tendonitis and tenosynovitis had resolved. At the time of the report, the medical device removal, appendicectomy, gait disturbance, posture abnormal, paraesthesia, hypoaesthesia, protein total increased, osteoarthritis and fatigue outcome was unknown. The reporter provided no causality assessment for appendicectomy, colitis ulcerative, fatigue, gait disturbance, hypoaesthesia, medical device removal, osteoarthritis, paraesthesia, posture abnormal, protein total increased, tenosynovitis, the first episode of tendonitis and the second episode of tendonitis with essure (ess205). The reporter commented: general state better, but some worries persisted. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.